Manufacturer narrative:
Field service engineer (fse) investigated injector and found that the a side would move correctly alone. He also found that when the b side was moved, the a side would also move. Fse replaced the driver board which resolved the problem. Fse then checked the injector for proper function per service checklist 802848. Unit passed checkout procedures and was returned to the customer for service.

Event description:
Customer reports while setting up for a patient (purging air from the lines), the a side would move correctly. When the b side was moved, the a side would also move. This was when the tubing was not connected to the patient and no settings were selected. No reported injury.